Event description:
It was reported that a user experienced a prolonged high glucose reading followed by a low while using the ilet system with dexcom g7; the user changed all supplies earlier that day, tubing passed a drop test, no infusion set or cartridge issues were reported, and no external insulin, medications, illness, or site leaks were identified, with the device problem characterized as insufficient information and device component unspecified due to insufficient information. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact and treatment with oral glucose. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the device problem remaining insufficient information and no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.